Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v012404, implanted: (B)(6) 2006, explanted: (B)(6) 2016-, product type: lead.

Event description:
The manufacturer representative reported that the patient experienced a decrease in symptom relief. It was indicated that impedances were checked, and the implantable neurostimulator and leads were revised. It was unknown if the issue was resolved. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.